Manufacturer narrative:
Continuation of d10: product ID tm90t0. Serial# (B)(6): product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: (B)(6) 2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and fentanyl via an implantable pump. The indication for use was non-malignant pain. The patient reported that for ¿at least probably 3 months, then stated 2 months¿, and they've called about this before, but their communicator has been ¿not working really well¿. The patient stated the communicator will ¿run out of charge really fast, or it won't charge at all¿. The patient stated they have tried two different charging cords, but both cords feel loose when plugged into the communicator charging port. The patient stated their husband read the communicator serial number for them because their vision is not really good. The patient stated they don't think they're going to get their boluses today because of this issue and that was not good. The issue was not resolved. A request was sent to repair to replace the communicator due to the communicator will not charge and the patient has difficulties getting indicator lights to illuminate. The patient called back the same day and stated if they can't get a bolus all day or night, they are going to be in pain. The patient then stated it looks like their communicator might be charged. The patient stated when they unplug the communicator, there are no lights, and the agent reviewed communicator general use and meaning of lights. The patient stated the communicator shows an orange light but, if they push the cord up, it turns green. The patient successfully connected to the pump and delivered a bolus without issue. The patient saw communicator at 64% and the patient stated they ¿might¿ go through withdrawals and they would wait for the arrival of the replacement communicator.